Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of blood glucose of 380 mg/dl. The customer stated that they had bent cannulas. The customer was wearing the insulin pump during their hospital stay. The customer was treated with insulin drip. The customer was advised to change the sets. The insulin pump will not be returned for analysis.